Manufacturer narrative:
The meter's manufacture date is unknown. The facility's adc products have been requested back for investigation. A supplemental report will be sent once new information is obtained.

Event description:
An adc customer user facility representative reported a precision xceed pro meter reading of 494mg/dl compared to the facility's lab reading of 117mg/dl obtained on a patient within 10 minutes using a capillary sample. When plotted on the parkes error grid the results fell within the "d" zone showing the difference in values is considered clinically significant. No adverse event was reported. There was no report of death or permanent impairment associated with this report

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. Note: this follow up is being sent as follow-up #1 did not receive the third acknowledgment after being submitted.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing.